Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low and elevated blood glucose (bg) ranging from 79 mg/dl to over 500 mg/dl with confusion, extreme drowsiness and nausea associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient self-treated with food and drink and insulin via pump to manage their bg level. The patient also stated that they had the flu for the past week. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the basal edit screen being accessed, a cartridge change occurring, the pump being suspended and the patient making changes to the basal program. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting also indicated the following diabetes management factors contributed to the alleged bg excursion: miscounting carbohydrates; failure to bolus; change in nutrition; significant weight change without adjustments to insulin regimen; signs and symptoms of illness (not caused by bg excursion) and incorrect manual calculation of dosage. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hypoglycemia and hyperglycemia was related to use error of the product.